Manufacturer narrative:
Insulin pump was received with an intermittent button response due to corroded keypad traces. No sticky buttons noted. Insulin pump had a cracked on lcd window, cracked display window corner, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the buttons on the insulin pump were sticky and customer was unable to deliver a bolus. Customer's blood glucose was 16mmol/l. No further information reported.